Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death was unknown. An autopsy was not performed and the device would not be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4), on (B)(6) 2019. On (B)(6) 2021 the patient expired due to unspecified reasons. No alarms, clinical symptoms, or device related issues were reported in association with the event. Heartmate 3 left ventricular assist system, serial number (B)(4), will not be returned for evaluation as it was not explanted, and no autopsy was performed. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.